Event description:
It was reported that the screen on quick bolus button is becoming unresponsive. No impact to customers' blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.